Event description:
The facility reports a resident fell out of the bolero when the nurse turned the back away from lift to get an item off the shelf. However, safety straps were used on the resident. Resident suffered from bruising and a fractured kneecap.